Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery dropped from 60% to 15% while connected to a power source. Following the battery drop the customer was unable to charge the pump despite the attempt of multiple usb cables, wall adapters and power sources. Customer reported blood glucose level was 113 (mg/dl). It was indicated that the customer would use manual injections as alternate insulin therapy until the replacement pump was received.